Event description:
It was reported that during pre-operative programming, the device battery voltage was detected as low. It was noted that elective re placement indicator (eri) had been indicated for the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analysis indicated the device reached elective replacement indicator (eri) and was not re-programmable in the field.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).